Event description:
It was reported that during f/u the device was post paced t wave oversensing on the non sustained lead noise stored egm. The pt did not receive therapy. The device remains implanted.

Event description:
New information received states that patient presented in clinic for follow-up when post-paced t wave oversensing. The patient was asymptomatic. The device was reprogrammed.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.